Event description:
Home care dealer reports that pt was released from the hosp 2 days prior to the pt's death. Pt was on a ventilator as well as the apnea monitor, while at home, for respiratory problems. The family stated that there were no alarms at the time of the incident. The memory download (obtained by the home care dealer) states loose lead alarms, extended "heart slow", low battery and front alarm not heard. The family identified a problem and called paramedics who then removed the pt from the monitor and ventilator and transported to the hosp. Not clear if pt died in transport or at the hosp.